Event description:
Related manufacturer reference number: 2017865-2021-25176. It was reported a patient's atrial lead presented with an insulation break. There was also low pacing impedance and a decrease in sensitivity noted at the device check. During a procedure on (B)(6) 2021, the right ventricular lead was stuck to the atrial lead so both leads were explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 39.2 cm to 39.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.